Event description:
A stent graft (details unk) was placed in the target lesion (aaa). A maxi ld balloon catheter (516-1540s, r1008654) was delivered for post-dilatation. The balloon ruptured at 1 atmosphere during the inflation. The pt was 75 year old male. The target lesion was abdominal aorta. There was no calcification and mild vessel tortuosity, the rate of stenosis was unk. The product was properly inspected and prepped. An indeflator (brand unk) was used in the procedure. The contrast to saline ratio is unk. After the balloon ruptured, it was safely removed from the pt's body. Another product (details unk) was used and the procedure was completed successfully without any other problem. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.